Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump clock was not keeping updated time. Insulin pump rewind was louder than usual. Insulin pump batteries were lasting for 6 days. Insulin pump received unexplained random no delivery alarm. Insulin pump's screen had random effect. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.